Event description:
Additional information has been received from the surgeon and stated that, since patient is 90 years old and not reporting on visual disturbances, surgeon decided there is no need for explantation of iol.

Manufacturer narrative:
A qualified cartridge was indicated with a non-company handpiece and viscoelastic. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, after successful implantation of the lens into the eye, noticed on the screen that the lens had a notch. The surgeon will examine the patient and decide whether or not to remove the lens from the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. Two attached photos show the iol implanted in the eye. The optic appears to have what may be a scrape or a scratch on the anterior surface of the lens near the center. We are unable to confirm the damage without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).